Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle's non-patient end was broken. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the needle npe was broken for one product"

Manufacturer narrative:
H6: investigation summary two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on one sample and a broken non patient end of cannula was observed on the second sample. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle's non-patient end was broken. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the needle npe was broken for one product."

Event description:
It was reported that the bd micro-fine¿+ pro pen needle's non-patient end was broken. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the needle npe was broken for one product"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.